Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies. There was no bipolar pacing and impedance was >1400 ohms in the bipolar configuration. Unipolar impedance was 300 ohms.